Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, under sensing was noted that the implantable cardiac monitor (icm). No intervention was performed. The patient was stable in condition.